Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. The assignable cause of the haze/mist is likely due to the catalytic converter and oil mist filter; however, it was not confirmed through analysis part testing. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The asp field service engineer replaced the catalytic converter and oil mist filter to resolve the haze/mist issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, an asp field service engineer (fse) discovered a haze or mist emitting from the sterrad® sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.